Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v592582, implanted: (B)(6) 2011, product type: lead; product ID: 3888-33, lot# v440497, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, serial/lot #:(B)(4), ubd: 22-nov-2014, UDI#: (B)(4) ; product ID: 3888-33, serial/lot #: (B)(4), ubd: 22-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for cervical/neck. It was reported that an x-ray demonstrated leads were not in normal position. One of the leads was registering high impedances with >10,000 on every contact. The patient was instructed to leave the device off at this time and would be referred for a CT scan to better assess the lead location. No further complications were reported.